Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device recorded noise on the right atrial (ra) lead with automatic mode switching episodes. The noise was reproducible so a revision procedure was performed and an insulation defect was observed on the proximal end of the lead. The ra lead was capped and replaced. The patient was stable following the revision.